Manufacturer narrative:
Concomitant medical product: 4092-58 lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced muscle stimulation, nerve stimulation and pocket stimulation. It was noted that capture management increased output on the right ventricular (rv) lead resulting in patient symptoms. The lead was reprogrammed and the implantable pulse generator (ipg) and lead remains in use. No further patient complications have been reported as a result of this event.